Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The field report of inadequate capture was not confirmed in the lab. The df-4 lead was not returned for analysis. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested with the lab power supply and found to be normal.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. It was also noted prior to the device exchange there was an increased threshold. Following the device exchange, the threshold was in normal parameters. It was suspected the high threshold was due to the poor battery on the device. The patient was in stable condition.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.